Event description:
The facility reports the pt was placed in the lift, belt placed around the trunk and the straps were placed around the legs. During the standing process, the pt lifted her arms over her head and sagged into the belts/straps. The pt slid out of the belts/ straps and fell, striking her nose on the clip of the lift pad, causing it to bleed. The lift was inspected and was found to have scratched paint on the legs. The calf pad would flex 90 degrees. The sling was also inspected. There were no signs of wear or tears. (B)(4).

Event description:
Caller tested 3.2 inr on the coaguchek xs system while a comparison lab returned as 1.9 inr. Patient's coumadin was adjusted based on lab value. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.